Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had locked up and would not allow the end user to control it. There was no patient use reported to have been involved with the reported device failure.

Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.